Event description:
I had visian icls implanted to correct high near sightedness with high astigmatism. After surgery, I have been experiencing significant glare and halos in dark situations, making driving very difficult. After further diagnosis, my pupils are bigger than the corrective area of the icl when in dim lighting. The surgeon never warned me that my pupils may be larger than the corrective area. None of the visian icl info I was given specifically mentioned that my pupils should be measured prior to surgery. The surgeon did not measure my pupils before the surgery. He is now treating with pilocarpine and alphagan p, but it is my understanding that alphagan p is only effective for this, for up to a month and pilocarpine extended use carries significant risks. I'm likely going to have the icls removed. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: very strong near sightedness and astigmatism. Very strong near sightedness and astigmatism.